Manufacturer narrative:
Product return was identified as cross action refills on 24-aug-2020. Product investigation completed 27-aug-2020: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Little bit of metal got stuck in throat [foreign body in throat], nearly choked [choking sensation], oral-b toothbrush head come apart in mouth [device breakage], product counterfeit [product counterfeit]. Case description: consumer reported via online chat that the brush head had come apart in his mouth. No serious injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Little bit of metal got stuck in throat [foreign body in throat]. Nearly choked [choking sensation]. (B)(6) head come apart in mouth [device breakage]. Consumer reported via online chat that the brush head had come apart in his mouth. No serious injury was reported.